Event description:
Information was received indicating that an upstream alarm occured to a smiths medical cadd-prizm® vip system. There were no reported adverse effects.

Manufacturer narrative:
Additional information: date of event.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "alarms upstream occlusion during infusion". A visual inspection revealed a pump in good physical condition. A review of the pump event history log revealed upstream occlusion alarm messages. The pump was visually inspected and was tested with an attached cassette using customer's returned program. The customer's reported problem was verified. The upstream occlusion sensor was replaced. What caused the reported problem is unknown. Who caused the reported problem is unknown.